Event description:
It was reported that the user experienced difficulty attaching a new cartridge to the ilet system but successfully inserted it during the call without further assistance, indicating a transient use or handling issue related to cartridge installation. Symptoms included no adverse health effects. Outcomes included no impact on therapy continuity and no alerts or alarms. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed no device malfunction and no component damage, with normal operation after correct cartridge insertion. It was concluded, based on previously established findings for similar reports, that the cause was user technique during cartridge installation.